Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Analysis of system logs shows multiple evidence of field programmable gate array (fpga) reset/reprogram failures. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. When the fpga is unable to reset/reprogram, motor control is lost making the motor movements not possible. This condition results in the error message observed by the end user. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video-assisted thoracoscopic surgery lobectomy, on the first firing, the product was not used on the patient, the nurse removed the reported handle from the charger, the handle normally started, and set it to the shell, but the display screen showed power handle error. Then they removed the handle from the shell and put it to the charger again, but the situation was not improved. As the handle error occurred to the reported handle while they set it to the shell, no firing was performed. They completed the procedure with another handle. There was no patient injury.